Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery oscillator device had a sticky trigger. It was further observed that the device had a worn motor and loose turn knob. It was further determined that the device failed pretest for check the quick coupling for saw blades and check for sticky trigger. It was further noted that some of the test steps were not possible to perform. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition that the device did not work was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was confirmed that the device had a sticky trigger, loose turn knob and worn motor. The assignable root cause of the loose turn knob was traced to device design and has been further investigated under a CAPA. The assignable root cause for the remaining failures identified during service and repair was determined to be traced to component failure from wear. Device history review: a review of the device history record was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. UDI: (B)(4).